Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ipc1000. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the fluorostar ii 7900 system left monitor was freezing at the oec logo. There was no report of patient injury.